Event description:
Malfunction: none reported. Time of symptoms/ae: same day, post-procedure. Symptoms/ae: retinal artery occlusion. It was reported that the patient underwent successful left internal carotid artery (lica) stenting in 2006. On the same day, post-procedure, the patient experienced ipsilateral retinal artery occlusion. This condition was not pre-existing and resulted in prolonged hospitalization and persistent disability. The patient was treated with heparin and the event is unchanged and continuing. Additional information is unavailable. Study event.